Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Health professional reported that a patient was injected in the midface with "10 ml" of juvéderm voluma® xc. The patient reported ¿pain that comes and goes¿ bilaterally at the injection site and that it is ¿sensitive to the touch.¿ patient indicated the event "scare[d]" them. Patient reported a month later that they had experienced headaches, and had a sinus infection; the event of sinus infection is not device related. The symptoms are resolved.